Manufacturer narrative:
Concomitant medical products: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316, lot #: 18258289, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the explant was that patient was not using the stimulation or the stimulator. Everything was running properly and no device malfunction was suspected. The patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.